Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that there was wound dehiscence at the pocket. The patient saw the doctor on (B)(6) afternoon and made a small incision and drained an unknown amount of clear fluid. The patient received antibiotic from their primary care physician thursday evening. The patient was sent home with instructions to closely monitor and follow up on (B)(6). On (B)(6) evening the patient was lying on their side and just removed the recharging antenna and felt a sensation of fluid flowing across their back. They reached back and wiped some clear, odorless fluid from their skin. When the patient¿s wife came home she confirmed that the gauze was saturated with clear fluid. When she went to remove the dressing, she noted that the wound had opened up the full length of the incision. The patient denied any environmental factors,other than it was the first time to recharge the battery after implant. Additional information received from a healthcare professional via the rep indicated the infection was not clearing up and the patient was going for a pocket move tomorrow. The pocket was opened, cultures obtained, and flushed liberally with normal saline and then hydrogen peroxide solution. The lead wires were cleaned with the hydrogen peroxide solution and pulled through an incision between the infected pocket and lead insertion site. A new pocket was made on the left side and the leads were connected and an impedance check showed normal levels. Vancomycin powder was applied to all incisions before closing. The device was indicated for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.